Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/01/2017 as follows: patient received an implant on (B)(6) 2009 via the right internal jugular vein due to massive pulmonary embolism with respiratory failure. Patient is alleging dizziness, shortness of breath and being light headed due to the device.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: pe,dvt, stenosis, embedment, mental distress. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported dvt and mental distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the tulip filter is manufactured according to specifications.

Event description:
Patient alleges embedment, mental distress, stenosis, recurrent pulmonary embolism, deep vein thrombosis. Per venogram, (B)(6) 2017: "the majority of the patients caval and lower extremity thrombus was acute with near complete lysis after 49 hours of tnk infusion. There was a small amount of adherent, acute thrombus in the right common and external iliac veins which responded well to maceration with a 12 x 40 mm balloon. A component of this thrombus was successfully trapped by the ivc filter and is nonocclusive. Chronic dvt in the left distal femoral vein and popliteal vein which did not respond to mechanical or chemical lysis. Per venogram, (B)(6) 2017: " a right lower extremity venogram was performed demonstrating occlusive thrombus in the right common iliac and external iliac veins." Per venogram, (B)(6) 2017: "tpa was pulsed throughout the caval and right lower extremity thrombus using a 6 french angiojet."

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, dizziness, shortness of breath, light headed'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported dizziness, shortness of breath, light headed is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a guther tulip on (B)(6) 2009. It was alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.